Event description:
The device was used with the quik-combo therapy cable during an attempted pt cardioversion. The customer reported that the defibrillator was charged to 200 joules four different times and each time the device failed to discharge when the front panel shock button was pressed. The device was turned off and back on then the defibrillator was charged a fifth time and the shock was successfully delivered to the pt. There were no reports of adverse affects to the pt as a result of device use.

Manufacturer narrative:
This incident and another in 2008 (ref. MFR. Report# 3015876-2009-00268) were reported to physio-control by the hospital on 02/06/2009, after the device was evaluated on 02/02/2009. At that time, proper operation was confirmed during functional and performance testing and the reported problem could not be reproduced. Root cause could not be determined and the device was returned to the customer. Following another reported failure that occurred in 2009 (ref. MFR. Report# 3015876-2009-00267), the device was again evaluated by physio-control. An intermittent failure of the front panel shock switch function (used with the quick-combo therapy cable) was observed. Root cause was determined to be due to a failure of the system pcb to interface pcb ribbon cable assembly, proper operation was confirmed. The device was returned to the customer.